Event description:
It was reported that this implantable device recorded premature atrial contractions (pacs) that are actually far-field oversensing. Technical services (ts) reviewed the device data and provided recommendations and programming options. The device remains in service. No adverse patient effects were reported.